Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the hcp did not know the root cause of the device only lasting three years as it was placed and followed by another hcp. The hcp reported the symptoms related to the device only lasting three years that the patient had experienced were nausea and vomiting.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a longevity issue with the implantable neurostimulator (ins). It only lasted 3 years and the caller's daughter did not have high settings. The mother of the patient thought it should have last longer than that. There were no symptoms reported. The ins was replaced on (B)(6) 2015. The device had been a miracle and reported no issues with the new ins. The indi cation-for-use (IFU) was gastric stimulation. No outcome or cause were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.